Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) needed repair. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that both output connectors were broken. Backlight issue, connector on main printed circuit board (pcb), lower case was broken, all six case plugs were damaged, one case screw was contaminated, both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.